Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('side pain/sharp pains like a knife stabbing me') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (I have 3 kids). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pneumonia ("pneumonia"), sepsis ("sepsis"), dysgeusia ("I tasted metal/meat taste"), menorrhagia ("heavy flows that filled a pad within an hour, clots size if half dollars"), arthralgia ("joint pain"), headache ("headaches"), vomiting ("vomiting"), dyspareunia ("sex hurts"), dysmenorrhoea ("then started 2 periods/cramps felt like labor"), ear pain ("ear ache"), polymenorrhoea ("2 periods a month") and loss of libido ("no sex drive"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, pneumonia, sepsis, dysgeusia, menorrhagia, arthralgia, headache, vomiting, dyspareunia, dysmenorrhoea, ear pain, polymenorrhoea and loss of libido outcome was unknown. The reporter considered arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, headache, loss of libido, menorrhagia, pelvic pain, pneumonia, polymenorrhoea, sepsis and vomiting to be related to essure. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery'), pneumonia ('pneumonia') and sepsis ('sepsis') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pneumonia (seriousness criterion medically significant) and sepsis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pneumonia and sepsis outcome was unknown. The reporter considered medical device removal, pneumonia and sepsis to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('side pain/sharp pains like a knife stabbing me') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (I have 3 kids). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pneumonia ("pneumonia"), sepsis ("sepsis"), dysgeusia ("I tasted metal/meat taste"), menorrhagia ("heavy flows that filled a pad within an hour, clots size if half dollars"), arthralgia ("joint pain"), headache ("headaches"), vomiting ("vomiting"), dyspareunia ("sex hurts"), dysmenorrhoea ("then started 2 periods/cramps felt like labor"), ear pain ("ear ache"), polymenorrhoea ("2 periods a month") and loss of libido ("no sex drive") and underwent tooth extraction ("tooth pulled"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the pelvic pain, pneumonia, sepsis, dysgeusia, menorrhagia, arthralgia, headache, vomiting, dyspareunia, dysmenorrhoea, ear pain, polymenorrhoea, loss of libido and tooth extraction outcome was unknown. The reporter considered arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, headache, loss of libido, menorrhagia, pelvic pain, pneumonia, polymenorrhoea, sepsis, tooth extraction and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event "tooth extraction" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('side pain/sharp pains like a knife stabbing me'), pneumonia ('pneumonia') and sepsis ('sepsis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (I have 3 kids). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pneumonia (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), dysgeusia ("I tasted metal/meat taste"), menorrhagia ("heavy flows that filled a pad within an hour, clots size if half dollars"), arthralgia ("joint pain"), headache ("headaches"), vomiting ("vomiting"), dyspareunia ("sex hurts"), dysmenorrhoea ("then started 2 periods/cramps felt like labor"), ear pain ("ear ache"), polymenorrhoea ("2 periods a month") and loss of libido ("no sex drive"). The patient was treated with surgery (hysterctomy). At the time of the report, the pelvic pain, pneumonia, sepsis, dysgeusia, menorrhagia, arthralgia, headache, vomiting, dyspareunia, dysmenorrhoea, ear pain, polymenorrhoea and loss of libido outcome was unknown. The reporter considered arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, headache, loss of libido, menorrhagia, pelvic pain, pneumonia, polymenorrhoea, sepsis and vomiting to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record:arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, pneumonia, sepsis, and vomiting". Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media. Events¿ side pain/sharp pains like a knife stabbing me (previously reported as surgery), I tasted metal, 2 periods/heavy flows that filled a pad within an hour, clots size of half dollars, joint pain, headaches, vomiting, sex hurts, then started 2 periods/cramps felt like labor¿ was added. Reporter and medical history was added. Medical device removal was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.